Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited shock impedance measurements that were high, out-of-range. Technical services reviewed the available device data and noted the shock impedance had been high but stable at 120-145 ohms over the past year. However, since (B)(6) 2018 the measurements were even higher, at 135-165 ohms. One measurement recently was lower, at 120 ohms. Stored episodes showed no noise, and the device had not delivered a shock. Pacing impedance measurements had increased slightly, but no out-of-range measurements were recorded, technical services discussed troubleshooting with patient movements and pocket manipulation to see if any noise or impedance jumps could be created. The physician could consider delivering a maximum energy shock to test the integrity of the lead. If no issues were observed during testing, the lead could continue to be monitored in the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
A request was made for the field representative to provide resolution to this event. This report will be updated when additional information is received. The field representative later reported that the patient was seen in the clinic for troubleshooting. At the device check, the shock impedance measurement was normal, at 99 ohms. Provocative maneuvers were performed but no noise was produced and the impedance measurements remained stable and in range. There were no stored episodes showing any noise. Therefore, device and lead remain implanted and in service, and the physician decided to continue to monitor the impedance trend in the remote monitoring system.

Manufacturer narrative:
A request was made for the field representative to provide resolution to this event. This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited shock impedance measurements that were high, out-of-range. Technical services reviewed the available device data and noted the shock impedance had been high but stable at 120-145 ohms over the past year. However, since (B)(6) 2018 the measurements were even higher, at 135-165 ohms. One measurement recently was lower, at 120 ohms. Stored episodes showed no noise, and the device had not delivered a shock. Pacing impedance measurements had increased slightly, but no out-of-range measurements were recorded, technical services discussed troubleshooting with patient movements and pocket manipulation to see if any noise or impedance jumps could be created. The physician could consider delivering a maximum energy shock to test the integrity of the lead. If no issues were observed during testing, the lead could continue to be monitored in the remote monitoring system. No adverse patient effects were reported.